Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) medical center, (B)(6). On (B)(6) 2007 at (B)(6) hospital in (B)(6). Physician allegedly placed the filter. It is alleged that patient was injured without further explanation. The patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Evaluation- the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
Patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) medical center. On (B)(6) 2007 at (B)(6) hospital, dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. The patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Date of event: date removed. The original information received did not indicate the device caused of contributed to a death. Based on the original information did not allude to a death, it was determined death was incorrectly detailed. This would be considered a malfunction based on the allegation of anxiety. This supplemental report is being submitted to correct this information

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Event date: (B)(6) 2017 plaintiff deceased. Serious injury to malfunction/ the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 07/07/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2006 via the left common femoral vein due to pe. Plaintiff also allegedly died on (B)(6) 2017. Plaintiff [representative] is alleging that the filter caused anguish/anxiety.